Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead exhibited high capture threshold despite multiple repositioning attempts. The physician abandoned the lv lead and implanted a left bundle branch pacing lead. The patient had no adverse consequences.